Event description:
In 2008, it was reported to boston scientific corp that a wallflex enteral colonic stent was placed in a male pt (weight unk) in 2008. According to the complainant, three days after placement, the pt experienced pain and pneumoperitoneum, resulting from a perforation. The pt was admitted to the hospital. On two days later, further testing revealed that the pneumoperitoneum had [worsened]. On the next day, the physician decided to perform a total abdominal colectomy which took place on three days prior to original date. At the conclusion of the procedure, the patient's condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned; therefore, a device evaluation cannot be performed. The relationship between the suspect device and the cause of the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The jan 2008 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.